Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , 'error 345' was reproduced. A review of the history log revealed "error code 345 " messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor failure. Force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed error code 345 (thermistor disparity). No additional information is available.